Event description:
The patient contacted lifescan in august 2005 and alleged that the segments were missing on the display of one touch basic enhanced meter. Medical affairs specialist (mas) called and left a message for the patient in august 2005 to verify and obtain further information. The patient called back in response to the message and provided further information. The patient informed the mas that patient noticed the segments missing on the subject meter two weeks ago and was having difficulty in reading the results on the display. Yesterday august 2005, the patient was experiencing dizziness and frequent urination. Pt visited their doctor and was tested on the doctor's meter with a result of 649 mg/dl, which does not reflect serious injury. Patient was not given any treatment. Prior to going to the doctor's office, patient had attempted to test on the subject meter and thinks that the result was "140" mg/dl. Patient stated that the numbers are "broken up and are hard to read". During the two weeks that patient had noticed the missing segments, patient had continued to take their metformin pill and had deferred from their regimen. Based on information available at this time, there is an indication the product has malfunctioned since the missing segments issue was not resolved with troubleshooting. However, there is no information to conclude that the patient experienced injury due to the product issue. Although there was missing segments on the display of the subject meter, the test performed prior to going to the doctor's office was close to the doctor's result. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.

Event description:
The pt contacted lifescan in 2005 and alleged that the segments were missing on the display of their one touch basic enhanced meter. Medical affairs specialist (mas) called and left a message for the pt the next day to verify and obtain further information. The pt called back in response to the message and provided further information. The pt informed the mas that they had noticed the segments missing on the subject meter two weeks ago and were having difficulty in reading the results on the display. On the contact day, the pt was experiencing dizziness and frequent urination. They visited their doctor and was tested on the doctor's meter with a result of 149 mg/dl, which does not reflect serious injury. They were not given any treatment. Prior to going to the doctor's office, they had attempted to test on the subject meter and think that the result was "140" mg/dl. They stated that the numbers are "broken up and are hard to read". During the two weeks that they had noticed the missing segments, they had continued to take their metformin pill and had not deferred from their regimen. Based on the information available at this time, there is an indication the product has malfunctioned since the missing segments issue was not resolved with troubleshooting. However, there is no information to conclude that the pt experienced injury due to the product issue. Although there were missing segments on the display of the subject meter, the test performed prior to going to the doctor's office was close to the doctor's meter result. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.